Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to high threshold measurements of 4.0v/1.0ms. The physician had intended on repositioning the lead, but the helix would not retract. The physician was able to turn the lead body counter clockwise and successfully remove the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil] had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.